Event description:
A cardioquip (cq) customer suspected their device of contamination and sent a water sample for hpc testing to provide a quantitative assessment of water quality. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 10/13/2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer suspected their device of contamination and sent a water sample for hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer perform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection have not been received by cardioquip yet.